Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-01243 pertains to the first captivator large oval snare and 3005099803-2014-01244 pertains to the second captivator large oval snare. It was reported to boston scientific corporation that two captivator large oval snares were used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, the snares broke. It is unknown what was used to complete the procedure. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-01243 pertains to the first captivator large oval snare and 3005099803-2014-01244 pertains to the second captivator large oval snare. It was reported to boston scientific corporation that two captivator large oval snares were used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, the snares broke. It is unknown what was used to complete the procedure. There were no reported patient complications as a result of this event. Additional information received on march 5, 2014: clarification was received indicating that the procedure was completed using a third captivator large oval snare. There were no patient complications but the polyp was reported to be bleeding. It is unknown what measures were taken to resolve the bleeding. The target polyp was reported to be large and villous, and the first snare could not be closed over it because the wire inside the handle detached. The same issue occurred with the second snare.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.